Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer was able to reset the connection on drawer and pocket, power down the station. Customer tested the device successfully without any malfunctions. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed the customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.